Event description:
It was reported that the customer had a button error alarm on his insulin pump. The customer's blood glucose level was 130 mg/dl. Customer stated that the buttons were unresponsive and the pump was wet. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. Insulin pump will need to be replaced. No additional information provided.

Manufacturer narrative:
A cracked reservoir tube lip, minor scratches on the display window and a cracked case near the display window corners were noted during the visual inspection. All of the buttons functioned properly. However, corroded keypad traces were noted. No moisture damage was noted on the electronic assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.